Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperative that the pacing lead exhibited high thresholds. Multiple positions were attempted but the threshold was always high. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.